Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
On 3/9/2023, it was reported by a sales representative via email that ar-8925t syndesmosis tightrope xp white suture strand broke during tensioning. This was discovered during a procedure on 3/9/2023 additional information received on 3/13/2023: this was discovered during an ankle fracture procedure and completed by removing all broken sutures from inside the patient and using another ar-8925t syndesmosis tightrope xp.